Event description:
It was reported that the patient presented to the hospital for an upgrade procedure. During the procedure, it was noted that the left ventricular (lv) lead failed to have the guidewire removed. Additionally, the guidewire was deformed and stuck in the lead lumen. The lv lead was not used and replaced on (B)(6) 2024. There were no patient consequences.